Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to determined root cause as the issue is no longer reproducible. Most likely o2 cell or sinter bronze filter was not seating well causing the alarm and later get resolved after tightening the system. Performed an inspiration block/valve test. All work performed in accordance with bellavista 1000e service manual revision 01 2021-09. Performed calibration tests, all passed according to manufacturer specs.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, logs have been received and the correct blower was configured. The unit is operating on patch 19. The technical support recommended an inspiratory block test to check for leaks and a possible replacement of block. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us having alarm 401 - inspiration valve or device leaky on start up. There was no patient involvement associated with the reported event.